Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the filterwire could not be retracted. The target lesion was located in the internal carotid artery stenosis. A 190 cm filterwire ez was selected for use for this stenting procedure. During the procedure, the filterwire could not be retracted. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: / e1 - initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the filterwire ez? Device was returned to our post market quality assurance laboratory. The wire was returned inside the delivery sheath, and the filter bag came back in an undeployed state. It was observed that the wire was exposed through the delivery sheath, the spring tip was bent and stretched, and the guidewire was kinked. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to procedure.

Event description:
It was reported that the filterwire could not be retracted. The target lesion was located in the internal carotid artery stenosis. A 190 cm filterwire ez? Was selected for use for this stenting procedure. During the procedure, the filterwire could not be retracted. The procedure was completed with a different device. There were no patient complications as a result of this event.